Event description:
During index procedure the patient hadone endeavor sprint drug eluting stent implanted in the rca. It is reported that approximately 40 months post index procedure the patient suffered a gastrointestinal (gi) bleed. Investigator has assessed that the event was not related to the device. No further complications were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (haemorrhage). (B)(4).